Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported two instances where the pessary string separated from the product, making the string unavailable to aid in removal. The consumer sought the aid of a medical professional for removal of the pessary. No consequences reported.